Event description:
A complaint was received regarding a spinning spiros closed male luer, red cap that experienced separation and leakage during patient use. There was no harm reported. Report stated that while hanging doxorubicin, the hazardous spiros came completely off the med syringe causing some of the chemo to splatter on the ground. The spiros were spinning and appeared engaged per the bedside registered nurse when she hung the chemotherapy. This was during infusion.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Received one (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# unknown. The spin collar was observed to be activated. No damage to the shear tabs was observed. The reported complaint of the spiros disconnecting could be confirmed. The returned samples were observed to have been disconnected with the spin collar activated. No damage was observed on the shear tabs, and the samples were tested and met the product specification. The probable cause of the disconnection is unknown. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.